Event description:
It was reported to philips that the etco2 door sticks open. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site for another issue. While onsite, during evaluation of the device, it was noted the etco2 door sticks open and the cause was traced to a faulty etco2 door. Based on the conclusion of the investigation, it was determined that this was a malfunction of the etco2 door. The etco2 door was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.